Event description:
Baxter coordinator received report from customer. Customer reported 2 leaking sets. Leak was detected after bag was filled before patient use. Pharmacist reported the leakage was in or near the seam of the bag. No patient involvement has been reported at this time.